Manufacturer narrative:
The pump was received with blank display due to moisture damaged on lcd board. The pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer's mother reported via phone call of issues with blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted and display remained blank. The customer was advised the pump would have to be replaced and returned for analysis.